Manufacturer narrative:
The cause for the difficulty reported could not be reliably determined as the lower cartridge cover was disengaged and not returned for evaluation.

Event description:
The device was used during an inguinal hernia under coelic procedure. Reportedly, the instrument did not fire. The hosp has reported no pt injury occurred.